Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a root cause could not be determined. However, it is likely, that the phenomenon occurred due to failure of the printed circuit board. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the video system center the endoscopy image is not coming on the display when connected to the 170 series scopes. This was found during periodic maintenance. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found there was no image on the monitor screen with the 170 series scope due to a faulty printed circuit board. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.